Manufacturer narrative:
It was reported that the stent dislodged when the stent guard was removed. The device was handled according to the IFU and reportedly the push-pull technique was followed and was reviewed by the sales rep. There was no damage noted to the box, tray or stent cover. There was no difficulty removing the device from the box or tray. There was no difficulty removing the stent protector and force was not required when removing it. The intended target lesion was the left iliac artery and access was made via the right common femoral artery. 035 260 glidewire and a 45cm terumo destination introducer sheath were used. Pre-dilation was not performed. Another device was used to complete the procedure. There was no patient involvement. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first reported complaint for this lot number and issue to date. The device was returned for evaluation. External packaging was not returned. Internal packaging was returned. The hub was printed as expected and there were no visual defects noted. The stent guard was not returned. No visual defects were noted. It was noted that the outer was stretched for 10mm, approx. . 860mm from the strain relief. No visual defects were noted on the inner. The stent was returned positioned between the two markerbands. The stent was slightly flattened approx. 14mm from the proximal markerband. The stent was secure on the balloon. No visual damage was noted on the balloon. A 60cm cook 6f introducer sheath was returned with the device. It was noted that there was a dark substance noted in the side tube. A 0.035 guidewire was inserted through the hub of the device. Slight resistance was felt when passing the guidewire through the device due to thick blood which was flushed out the tip of the device as the guide wire was advanced. The device was inserted through a 7f sheath and passed through successfully. Another attempt was then made to insert the device through a 6f sheath however this was unsuccessful due to resistance being too great, likely due to the slightly flattened stent. The device was inserted approx. 80mm through the sheath. On removal from the sheath the stent was inspected for any dislodgment. It was confirmed that no dislodgment had occurred. The result of the investigation is unconfirmed for the stent dislodged/dislocated failure mode reported. The stent was secure and positioned correctly between the balloon marker bands. The stent also remained secure and in the correct position after insertion into 7f and 6fr (partial) sheaths. Based upon the available information a definitive root cause cannot be determined. The event description provides no details around the stent dislodgement incident. It is also unknown whether handling or procedural techniques contributed to the reported event. Based on analysis performed no additional action is required at this time. Note: while the current confirmed calculated occurrence rate for this failure mode is 0.074% (last 24 months) and is hence higher than the predicted rate of 0.01% the rate is decreasing since the process improvement (action from CAPA) was introduced into production during sept 16. The current rate from sept 16 to oct 17 is 0.018%. While this figure is slightly higher than the predicted rate of 0.01% this calculation is based on 14 months of sales which is less than the required 24 months. If the calculation is adjusted for 24 months sales the rate is 0.01% which is equal to the predicted rate the IFU states: device description: implant: the lifestream¿ balloon expandable vascular covered stent is comprised of an electropolished balloon-expandable stent made from 316l stainless steel, encapsulated between two layers of eptfe. Indication for use: the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Directions for use: site access and preparation: using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation: carefully remove the selected device from the package. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation a 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent advance the endovascular system over the guidewire into the introducer sheath. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of device is expected. The investigation is currently in progress. Not returned.

Event description:
It was reported that the stent dislodged when the stent guard was removed. The device was handled according to the IFU and reportedly the push-pull technique was followed and was reviewed by the sales rep. There was no damage noted to the box, tray or stent cover. There was no difficulty removing the device from the box or tray. There was no difficulty removing the stent protector and force was not required when removing it. The intended target lesion was the left iliac artery and access was made via the right common femoral artery. 035 260 glidewire and a 45cm terumo destination introducer sheath were used. Pre-dilation was not performed. Another device was used to complete the procedure. There was no patient involvement.